Manufacturer narrative:
At this time, we are attempting to reproduce the reported symptoms and identify the root cause. No one has been injured as a result of this condition. We will provide a supplemental report once our investigation is complete.

Event description:
A hospital reported a recently repaired monitor randomly shutting off as a patient incident.